Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be duplicated. It was determined with the surgeon that the instrument projection had been on and the surgeon stated the frame may have been moved. The system passed the system checkout and was found to be fully functional. Software analysis through reproducability was inconclusive, as the issue was unable to be duplicated. Insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt an inaccuracy could be seen when navigating with image acquired by 3d c-arm. It was stated that the inaccuracy was 1 cm but the probe projection was set to 1.4 cm. Medtronic representative reported that the surgeon was surprised when representative showed the site how to disable to enable virtual extension and how to switch between navigation of the tip of the instrument and tip of virtual extension. It is suspected that the surgeon was not aware that the tip of the virtual extension was being navigated. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.